Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states the user should maintain tension on the suture while continuing to advance the knot and collagen with the tamper tube, following the puncture tract angle. A complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. The essential indicators for a seal are resistance, hemostasis, and in most cases a black compaction marker is revealed.

Event description:
An 8f angio-seal sts plus was selected for use following a carotid artery stenting (cas). It is unknown if a pre-deployment angiogram was performed or not. But reportedly a left common femoral artery (lt-cfa) was punctured. There was no tortuosity around the puncture site. The angio-seal device was deployed without issue and hemostasis was achieved. The patient was put on bed rest for 10 hours. 24 hours after hemostasis, the patient experienced swelling around the puncture site and no pedal pulse was present in the lower extremity. The patient's leg turned white due to poor circulation . MRI confirmed a vessel occlusion in the popliteal artery. The patient was monitored. The following day, blood flow was confirmed to be restored in the occlusion site of the popliteal artery although no treatment or medication was taken for the patient. The physician confirmed this event was caused by the deposition of the collagen sponge into the artery since he might have pushed excessively while tamping down the collagen sponge in the patient's subcutaneous tissue during deployment. The patient's hospital stay was extended due to this event.